Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The long bipolar grasper instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the long bipolar grasper instrument was observed to have a burn mark on the white plastic at the base of the instrument jaws. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted after failure analysis investigation.